Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having issues with their recharger and the previous night the "no device found" message displayed while attempting to charge their ins. Last night it took them over an hour to position their paddle to get "recharging good." They talked to a manufacturer representative and the representative thought the patient's implant was laying on the side and it was not flat. The patient was to receive an x-ray on (B)(6) 2022 to see if their leads were in place. There was no visible damage on the recharger and the controller charging port, and the recharger was not becoming warmer than usual while recharging the ins. They worked with the representative to reset the controller. The issue was not resolved. A replacement recharger was requested. On (B)(6) 2022, additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back stating their replacement belt broke/was damaged and they received their replacement recharger (rtm) but they were still having issues recharging their ins. Pt noted it can take them up to an hour to get their rtm to connect to their ins and charging their ins was taking 2 hours. Pt mentioned the replacement rtm did not resolve the issue so they used their old rtm to charge their ins. Pt mentioned they have an upcoming appointment on thursday with their medtronic representative. The patient was sent out a replacement controller and recharging belt. No symptoms were reported. On (B)(6) 2022, additional information was received from a manufacturer representative (rep) following up on case, the caller indicated that the patient was having issues recharging the ins, the recharger would connect with good but not excellent status. The caller indicated that the patient received multiple replacement external devices and that did not resolve the issue. The patient met with the surgeon and they did not think that the ins was too deep. They did a pocket revision on (B)(6) 2022. When they opened the pocket the ins was tilted. The md pushed the ins up in the pocket. The caller indicated that they were able to get excellent coupling with the new position of the ins. Tss did not ask for any specific details as the event was already reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger, product ID: 97745, serial#: (B)(4), product type: programmer, patient, product ID: m943899a, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt). The reported that the surgeon was unsure and did not identify a reason why the implantable neurostimulator (ins) was tilted, the surgeon said it could have been the location of the pocket in the patient's left flank so in the revision surgery, they relocated the pocket a bit higher in the patient's flank.